Manufacturer narrative:
The engineering and technical investigation conducted by global technical support based on evaluation of the logs downloaded for the instrument, found that a small reduction in the wax line heater temperature occurred in the quick clean runs executed in retort a both immediately prior to, and following, the "factory 12 hr xylene free" protocol from which sub-optimal tissue processing was reported. This finding is consistent with leakage of cool fluid into the wax line, and indicates a small leak in the retort a wax valve. As a consequence reagent in the retort would contaminate the wax line causing contamination of the waxes used in the subsequent processing run and ultimately resulting in the sub-optimal tissue processing reported. Investigation of this complaint found that the instrument was out of specification in a manner that caused the sub-optimal tissue processing reported by the complainant from the "factory 12 hr xylene free" protocol started in retort a at 18:25pm on (B)(4) 2013. No use error was identified in the interaction between the operator and the instrument either prior to, or during, execution of the affected protocol. The root cause for the sub-optimal tissue processing reported was a small leak in the retort a wax valve. The root cause for the small leak in the retort a wax valve could not be determined from the info available.

Event description:
Leica biosystems rec'd a complaint regarding suboptimal processing of tissue from a 12 hour protocol comprising 72 cassettes, which was run in retort a. The complainant advised that tissue from only 40 of the 72 cassettes processed in the affected 12 hour protocol exhibited artefact. The affected tissue samples were described by the complainant as "dry". On (B)(6) 2013, leica biosystems rec'd info from the laboratory indicating that the sample from on (1) pt was not diagnosable. Further info has been sought as to whether re-biopsy of this pt is required and/or has been conducted.